Event description:
It was reported that this brady lead was surgically abandoned due to an unknown product performance anomaly, furthermore, the tip of the lead remains in the patient body. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was surgically abandoned due to an unknown product performance anomaly, furthermore, the tip of the lead remains in the patient body. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was pulled back and it broke where the helix and the lead tip meet. Physician elected to leave the stuck helix in the heart and should be labelled "abandoned".